Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring disconnected from the transfer set. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection by the naked eye and magnification was performed, which revealed a pull cap loose in its un-opened pouch. Functional testing was performed which included leak testing, clamp function testing, and clear passage testing. All functional tests passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.